Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Reportedly, customer initiated a bolus they didn¿t need. Customer attempted to self-treat by consuming carbohydrates; however the emergency medical technicians were called and treated customer intravenously with dextrose and glucose injection. The customer was instructed to consult with healthcare provider regarding bg level.